Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. Investigation summary: bd received 2 photos for investigation. Evaluation of the photos showed the presence of an air bubble in the gel and foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - non-biological and gel airbubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units, there was foreign matter in 448 tubes and bubbles in the gel separation barrier of 533 tubes. No adverse impact was reported regarding the patient or user.